Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2026. During the procedure, the ligation band adhered and could not be detached. As a result, either the loop was dislodged or the traction wire fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the device housing was attached to the endoscope using two bands, with one band overlapping the other. No other problems with the device were noted from the photo. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer, there is insufficient evidence to determine whether the reported band failure to deploy and band damage/defect were attributable to physician technique during the procedure or to a device malfunction. In the absence of a proper device evaluation, the most probable causes contributing to the event cannot be determined. Furthermore, the product record review did not identify any potential product quality concerns or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.